Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported on the most recent clinic visit error code 6 (the generator is currently disabled due to reason for reset) was seen, and there have been no recorded swipes of his magnet since the start of(B)(6) 2024 and seizure detection is disabled and autostim unavailable. The battery status is reading ok. The physician indicated that when the device was last checked on (B)(6)2024 where everything was ok. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The device was gc5 screened. No other relevant information has been received to date.

Event description:
Update was received indicating that this event was previously reported. This report was determined to be a duplicate report, this event was previously reported in manufacturing report (B)(4) reference manufacturing report number 1644487-2023-00266. This supplemental report will serve as a notice of no further supplemental reports being submitted for this report. Moving forward all new information will be reported through manufacturing report number 1644487-2023-00266 manufacturing report (B)(4).

Manufacturer narrative:
H6. Adverse event problem codes ,investigation conclusions: d1402 inadvertently used instead of d1401.